Manufacturer narrative:
B1 - corrected to adverse event in initial MDR. B2 - corrected to required intervention to prevent impairment/damage (devices) in initial MDR. B5 - "reportedly per email on 06/06/2022, 'surgeon re-rotated the lens on (B)(6) 2022 to position. The refraction was reported as +1.5/-2.5/30. The patient is happy with 6/6 vision.'" Should be added to the initial MDR. H1 - corrected to serious injury in initial MDR. H6 - health effect - impact code: 4628 should be added to the initial MDR. Claim #(B)(4).

Manufacturer narrative:
B5 - "reportedly, 'last month this patient visited the surgeon on (B)(6) 2022 and that time the refraction was +1.5/-2.5/30. Surgeon re-rotated the lens on (B)(6) 2022 to position and the patient is happy with 6/6 vision.'" Should be added to the initial MDR. Claim #(B)(4).

Manufacturer narrative:
Weight, ethnicity, race: unk. PMA/510k: this product is not marketed in the us. Work order search: no similar complaints found. Claim # (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticmo13.2, -11.00/+3.0/083, implantable collamer lens was implanted into the patients left eye (os) on 03 sep 2021. Refractive surprise was noted, lens remains implanted. " patient is accepting +1/-2.5@12 and improving to 6/5" was reported for status of the eye (signs/symptoms). Cause of event was unknown. If additional information is received a supplemental medwatch report will be submitted.